Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi20000400, serial/lot #: unknown. Product ID: bi20001345, serial/lot #: unknown. Product ID: bi71000125, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The motion batteries and bent x-stage cover were replaced and the rails greased. The gantry moved in and out smoothly, however, when the bellows were reattached, it was still stopping and starting. It was found that the bellows slide on the right side was missing the plastic backing and the slide on the left side had cracked plastic. Both bellows igus slides were replaced, and motion calibrated. The gantry was run in and out 10 times with no issues. The system then passed the system checkout and was found to be fully functional. (B)(4). The x-stage cover was returned for analysis. Analysis confirmed the complaint. Visual inspection showed that the x-stage had multiple light scratch and dents on the top front of cover and around docking pin holes. The cover was physically damaged. (B)(4). Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that when attempting to extend out the gantry and the site's imaging, the system would stop every 4-5 inches and the system would shake. There was no patient present when this issue was identified.